Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that leadless pacemaker (lp) exhibited inadequate capture. The lp was explanted and replaced with the new lp. Patient condition was stable.